Event description:
While surgeon was operating and using the surgical pencil, the pencil tip sparked and lit a small fire at the pencil tip site. The tip of the pencil melted on the plastic part. Tech notified circulator about getting a whole new surgical pencil. New pencil and tip was opened to the field. Old pencil tip was taken away from the field. No injuries were identified due to the surgical pencil fire. Surgeon said tip resembled a "birthday candle" when pencil lit and flame was outside of the patient's body. Coordinator was notified and defected pencil tip was given to her. The "spark" was only visible when the surgeon was depressing the cut/coag button on the handpiece. When he let go, the "spark" disappeared. Other information: tip ez clean 0012m (mgdyjnj0012m), pencil w/tip cautery 0030h (jnj0030h; 133404), pad cautery rem 9165 (mdln9165), cable bipolar forceps 12ft 4005j (mgdyjnj4005j), ethicon megadyne generator, requested pencil settings of provider: pencil (35-35), bipolar on pencil (35) round bipolar pedal. Generator: ethicon megadyne [redacted]. Settings: cut 35, coag 35, bipolar 35. Nothing else in use when handpiece was activated.